Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited asystole for greater than 2 seconds during the pre-discharge check. Upon review, the threshold output was at 3.5v. Technical services (ts) reviewed the presenting electrogram (egm) and stated that there was some type of oversensing noted. Boston scientific representative stated that there was potential loss of capture (loc) noted. This device remains in service. No adverse patient effects were reported.